Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 11/24/2021. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: an analysis of the product could not be performed since a physical sample was not received for evaluation, only the overwrap and a folder empty were received. A manufacturing record evaluation was performed for the finished device lot number ppmecu, w2881, and no non-conformances related to the reported complaint condition were identified. As part of ethicon's quality process, each batch is randomly visually inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. Additional information requested and the following was obtained: did the suture break or did the suture separate from the needle during the procedure (intra op event)? Intra op, the suture separate from the needle. What tissue was being approximated or sutured when it broke? Unknow. How many devices failed in this procedure? Two device failed in this procedure. Was the needle removed from the patient during the same procedure? Yes. Was there any patient consequence or injury? No. What medical/surgical intervention was provided? Surgeon changed new suture and completed the procedure. What is the condition of the patient. Patient is ok. Lot number? Unknow. Did the pull off occurred during use on the patient or upon handling before use on the patient? No. Device return status/follow up? Device was available and returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported:"w2881 ethilon was snapped while surgeon used it on the surgery table" please clarify: 1. Did the suture break or did the suture separate from the needle during the procedure (intra op event)? 2. What tissue was being approximated or sutured when it broke? 3. How many devices failed in this procedure? 4. Was the needle removed from the patient during the same procedure? 5. Was there any patient consequence or injury? 6. What medical/surgical intervention was provided? 7. What is the condition of the patient 8. Lot number? 9. Did the pull off occurred during use on the patient or upon handling before use on the patient? Event related to mw # 2210968-2021-10378. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture snapped while the surgeon used it on the surgery table. No adverse patient consequences were reported. Additional information was requested.